Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, a 25mm amplatzer amulet left atrial appendage occluder was chosen for implant using a 14f amplatzer torqvue 45x45 delivery sheath. During the procedure, a thrombus was seen on transesophageal echocardiogram (tee). The patient's activated clotting time (act) was 320 seconds. The thrombus was aspirated out via the delivery sheath, and it was believed to be completely removed. The patient status was reported as stable. There were no known adverse patient consequences reported.

Event description:
It was reported that on (B)(6) 2022, a 25mm amplatzer amulet left atrial appendage occluder was chosen for implant using a 14f amplatzer torqvue 45x45 delivery sheath. During the procedure, a thrombus was seen on transesophageal echocardiogram (tee). The patient's activated clotting time (act) was 320 seconds. The thrombus was aspirated out via the delivery sheath, and it was believed to be completely removed. The patient status was reported as stable. There were no known adverse patient consequences reported. Subsequent to the previously filed report, additional information was received that the observed thrombus was described as fiber or string-like in appearance. The thrombus appeared to be on the tip of the sheath. The patient received heparin during procedure. The patient's activated clotting time (act) level during procedure was within therapeutic range. The thrombus was aspirated via delivery sheath after the 25mm amplatzer amulet occluder was released from the delivery cable. The occluder was successfully implanted in the left atrial appendage. The sheath was in the patient for 36 minutes during procedure. It was unknown if the patient had any past medical history or received any treatment that could contribute to thrombus formation. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects.

Manufacturer narrative:
An event of thrombus being found during the implant procedure was reported. Two images were received from the field, one which showed the thrombus and one which did not. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field indicated that the patients act level was in a therapeutic range. The cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.